Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/12/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, four unopened samples that pertain to the product code sxpp1b105. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand, no anomalies or issues related to suture breakage were observed during the evaluation. The functional test was performed using an instron equipment, the pull force and tensile force were above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, two dispensed needle suture piece that pertain to the product code sxpp1b105. During the visual inspection of the returned samples, the swage and attachment area were noted to be as expected. The sutures were examined along the strand, and the end of the suture was observed to be cut, probably caused by a surgical instrument. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent a unicompartmental knee arthroplasty (uka) on (B)(6) 2024 and barbed suture was used. When suturing on the dermis in the operation, the needle had been detached in the middle. It occurred in succession. It was not a control release needle. The operation time was extended within 30 minutes, and there were no adverse consequences to the patient. Additional information was requested.